Event description:
It was reported that the automatic algorithm that monitors the pacing amplitude threshold and adjusts left ventricular (lv) lead outputs displayed questions marks an the observation and the physician noted it was confusing. Intermittent lv capture was also observed. . No programming changes were made at this time and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.